Manufacturer narrative:
No product was returned for investigation; however the customer supplied a power point document that exhibited their inspection results that confirmed the presence of cracked and separated bezel bosses on twenty one pump modules. A few of the pump modules had cracks noted on the body of the bezels in addition to the bosses. Twenty of the listed pump module bezels had the same date code (B)(6) 2013). One of the bezels had a date code (B)(6) 2011) and was identified to be part of the current bezel post recall 2017 under sap file (B)(4). Reference the attached (B)(4) results for the investigation result findings. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There was no report of patient involvement.

Event description:
The customer reported cracked bezel posts on devices manufactured in 2013. There was no report of patient involvement.

Event description:
The customer reported cracked bezel posts on devices manufactured in 2013. There was no report of patient involvement.

Manufacturer narrative:
No product was returned for investigation; however the customer supplied a power point document that exhibited their inspection results that confirmed the presence of cracked and separated bezel bosses on twenty one pump modules. A few of the pump modules had cracks noted on the body of the bezels in addition to the bosses. Twenty of the listed pump module bezels had the same date code 10/13 (october / 2013). One of the bezels had a date code 12/11 (dec / 2011) and was identified to be part of the current bezel post recall 2017 under sap file 301441274. Reference the attached 1501-069-028-s_results for the investigation result findings. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. There was no report of patient involvement.